Event description:
Related manufacturer reference number: 2017865-2024-00559 it was reported a patient presented with syncope due to atrial lead testing. Ventricular lead threshold on both the pacemaker and right ventricular (rv) lead had also increased. No changes were reported. The patient was stable.